Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level had risen to greater than 250 mg/dl. The pod adhesive had separated from the skin, causing the cannula to dislodge. At the time of the event, the pod had been worn between 1 and 4 hours on the leg. To treat the issue, a new pod was applied.